Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an incurable driveline infection with its onset in 2020. The last culture from (B)(6) 2024 grew staphylococcus aureus.

Manufacturer narrative:
Section b3: date of event has been estimated. Section h6: health effect - clinical code corrected. Manufacturer¿s investigation conclusion: the pump remained in use supporting the patient until they passed away as reported under MFR #: 2916596-2025-01973. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.